Event description:
The complainant reported an under-delivery. The amount hung was 500ml at a rate of 125ml/hr; however, the actual amount delivered was 300ml (200ml left in bottle at the end of the day).

Manufacturer narrative:
(B)(4): the device reported, list number g304, is an abbott product that is marketed internationally which is the same or similar to a device, list number 00086, that is marketed domestically. Abbott nutrition standard procedures includes attempting to obtain all required info from the source.